Event description:
Related manufacturer reference number: 3006705815-2022-00338. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on 8 february 2022 wherein one lead was replaced due to high impedances and one lead was repositioned due to lead migration. Effective therapy was restored.